Event description:
The customer failed out low on one external proficiency survey sample for ggt on the analytical p module analyzer. The exact date the survey sample was run was not known by the customer, but the approximate date of 06/01/2010 was provided as the date the survey kit was mailed to the customer. The reported survey result for ggt was 11 u/l. The acceptable survey range for this sample is 30 to 40 u/l. The customer reported on (B)(6)2010, repeating the survey sample earlier in the week, exact date not provided which gave a ggt result of 36 u/l. No patients were affected by this event. The ggt reagent lot number was 62006001. The field service representative found a mechanical failure of the squeegee nozzle as the cause. He checked system functions and ran performance tests with no other problems found. He observed system operation with no errors.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.